Manufacturer narrative:
Since the device has been re-implanted, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: reoperation due to capsular contracture, baker grade unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a african american female patient who underwent a primary breast augmentation with 125cc smooth mentor memorygel breast implants experienced bilateral capsular contracture postoperatively, baker grade unknown. As a result, the patient underwent surgical intervention in 2018, where the breast implant was removed and re-implanted. Mentor breast implants are single-used devices, and the re-implantation of the same device is off-label use. This medwatch report is for the left-sided implant.